Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/21/2025, it was reported by a sales representative via (B)(4) that (qty. 5) of an ar-5050-05 small weber clamp tip was bent. This was discovered during the case with no patient harm. Additional information was provided, on 7/28/25, that all five clamps were bent inward and dull at the tip.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces. Dfu-0023-eo: to avoid damaging the instruments, do not impact or subject to blunt force any instruments that are designed to be turned or screwed in. When two devices are intended to be threaded together, ensure that they are fully engaged prior to use. The complaint allegation could not be confirmed as the device was not returned for investigation.